Manufacturer narrative:
The pump passed sleep current test and self-test. Pump received with high active current due (to moisture damage to the pcb1 board and pcb2 board.). Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed nm_low_battery_e on 6/9/2025 23:33 in the history files. These alerts are expected and occur during normal pump operation. Battery cycle 7.0 received the lowbatteryalert (104) on 06/09/2025 23:33:00 after more than 7 days at 11.19 days. Battery cycle 6.0 received the lowbatteryalert (104) on 05/29/2025 18:46:00 after more than 7 days at 19.38 days. Battery cycle 5.0 received the lowbatteryalert (104) on 05/10/2025 00:03:00 after more than 7 days at 27.49 days. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assembly, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded home switch, corroded electronic assemblies, scratched case, cracked battery tube threads, cracked keypad overlay, overlay scratched, stained keypad overlay, missing display window cover, keypad overlay texture damage, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and label damage (faded). No power errors noted and passed all required testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Confirmed high active current during analysis due to moisture damage to the pcb1 board. Cosmetic damage confirmed at the keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported short battery life and keypads are peeling off and water can go through it. The customer reported no adverse event. The event involved product(s) mmt-1780kr. Troubleshooting was performed and there was no damage to the pump's retainer ring. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1780kr was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.